Event description:
The user was operating the ibot® pmd in a crosswalk in 4-wheel mode. The user began crossing the street while the traffic signal was red. When she was about to cross in front of a semi-truck from the passenger side, the traffic light changed to green for vehicle traffic and the truck began to move forward. Surveillance footage shows the user waved her arm to attempt to get the driver's attention, but the truck did not stop. The truck collided with the user at a fairly low speed and pushed her about 15 feet further into the intersection. The device did not tip over, and the user remained in the seat. The user sustained a sprained knee and ankle and was brought to the hospital out of an abundance of caution.

Manufacturer narrative:
Blackbox and ecf data and video were retrieved and evaluated. As the device did not tip over, an event log was not created for the incident. There were no diagnostic codes present in the data, indicating there were no issues with the ibot® pmd at the time of the event. There is no indication that the ibot® pmd contributed to the incident, nor is there evidence of any malfunction or issue with the device at the time of the incident.